Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead caused a perforation. The patient presented in clinic complaining of diaphragmatic stimulation. There was no loss of capture observed; however, low amplitude (r wave), and high capture thresholds were observed. The output settings were reprogrammed to obtain optimal sensing of the right ventricle. For added precaution, the lv lead was also programmed (outputs increased) in the event the perforation progresses, and rv thresholds increase. There is no allegation against the lv lead. This lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient presented to the clinic complaining of diaphragmatic stimulation of the right ventricular (rv) lead. It was suspected that a perforation had occurred. There was no loss of capture observed; however, low amplitude (r wave), and high capture thresholds were observed. The output settings were reprogrammed to obtain optimal sensing of the right ventricle. For added precaution, the lv lead was also programmed (outputs increased) in the event the perforation progresses, and rv thresholds increase. There is no allegation against the lv lead. Additional information was provided from the field representative that this lead was successfully repositioned. There was no evidence of perforation seen during the revision procedure. No additional adverse patient effects were reported. This lead remains implanted and in service.